Event description:
During initial assessment of a homechoice (hc) device, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4144 milliliters (ml). The programmed fill volume was 2400ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to (B)(4) for evaluation. The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to being received inoperative for a system error 2 alarm. The power input module fuse was replaced to make the device operative. Once made operative, the device met the remainder of the rite functional test requirements including volumetric accuracy and temperature. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluatin expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.